Event description:
It was reported by the clinical specialist that during a procedure the endoplege coronary sinus catheter's balloon was found to be leaking. They were unable to replace the catheter and continued without the sinus catheter for the remainder of the case. No stated patient adverse events or injuries.

Manufacturer narrative:
The ep was returned and some dried blood was visible on the returned components. The catheter was visually inspected and no visual defects were found on the catheter. The balloon was inflated with 2 cc of water. The balloon was inflated properly and was able to maintain inflation for over two hours with no defects observed. The balloon was deflated per instruction. The balloon was found to be on one side of the catheter. Evaluation of the returned device showed that the balloon was eccentric on inflation with 2 cc of water. Since the eccentricity was not noticed during prep it can be assumed that the balloon became eccentric during placement and use. There are several factors that can lead to eccentric balloon including the rate of inflation and the placement of the balloon. However, there are no indications that the customer did not follow the proper placement techniques. The root cause of the occlusion difficulty cannot be determined. The statement of balloon leaking that was initially stated was not confirmed. Edwards has commercially released the proplege device which will replace the ep catheter, the balloon of the proplege will assist with the perceived balloon eccentricity. The issue is largely seen as a perception issue, but is not known to cause failures such as failure to occlude coronary sinus and premature rupture and failure to deliver cardioplegia. Since the new device will addresses the eccentric balloon issue and replaces the ep catheter; a CAPA is not being initiated at this time. There have been no complaints so far for balloon eccentricity for the proplege device. Trends will continue to be monitored on a monthly basis and if further action is required, appropriate investigation will be performed.

Manufacturer narrative:
Device evaluation anticipated into root cause upon return of the device from the customer.